Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in sections: d10, g4, h2, h3, h6, h10 4307 - intuitive surgical, inc. (Isi) received the personality module vision acquisition (pmva) module involved with this complaint and completed the device evaluation. The reported complaint was not reproduced but could be confirmed as having occurred via error logs during failure analysis. The logs showed error 307, which states that a node configured to be present stopped responding. The error was seen when the system started up but later disappeared. Ten power cycles were performed, but the error did not return. No issues were found with the module. Isi performed additional follow-up to request patient medical history and relevant tests. As of the date of this report, no additional information has been provided. Based on the information provided at this time, this complaint remains reportable due to the following conclusion: a da vinci system malfunction occurred, rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was reproduced during field evaluation. The field service engineer (fse) replaced the personality module vision acquisition (pmva) module and restarted the system. The pmva module distributes video and audio within the core. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not received the pmva module for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the system logs confirmed occurrence of error 307, which points to a node not responding. No additional technical review is required based on the complaint as investigation was performed by the fse on site. A review of the site's complaint history identified one complaint report related to this event as the site had contacted technical support twice for this issue. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a da vinci system malfunction occurred, rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the information for the fields were either unknown or unavailable. The expiration date is not applicable. Field blank because the product is not implantable.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, error 307 was observed. The technical support engineer (tse) had the customer perform a power cycle, and the normal system functionality was restored. The tse had the customer remove the digital video interface (dvi) cable that was connected to the video recorder. Thirty minutes later, the customer called back to inform the error returned and could not be cleared after a hard power cycle. The procedure was converted to laparoscopic surgery with no report of patient harm, adverse outcome, or injury. It was also noted that the universal side manipulator (usm) indicator was red when error 307 occurred. The error returned after the customer restarted the system. The procedure was converted to laparoscopic surgery. After the conversion, the surgeon used the vision side cart (vsc) and the endoscope for illumination. After 10 minutes, the touchscreen turned black, and the endoscope was not illuminated. The operation was performed with another endoscope. Intuitive surgical followed up with the customer and obtained the following additional information: the tse was contacted prior to converting the procedure, and the customer performed all recommended troubleshooting steps prior to converting the procedure.